Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection cone tip broke in half. The reporter stated that he does not know whether the nose of the tip broke off or detached. The piece was retrieved endoscopically from the pt's leg through the original incision. The hospital did not report any pt complications. The product is returning.